Event description:
According to the reporter, during a procedure, the handpiece sealed properly but after pushing cutting trigger, nothing happened. After looking at the device, there was no knife or the knife did not move to cut but the trigger was working fine and there was no situation that the knife fell off the patient's cavity. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g4, h3, h6 h3 evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defects. The reported condition of device does not cut was confirmed. The reported condition of there was no knife was not confirmed. The knife blade was intact and the knife blade stop advancing. The manufacturing engineer was notified and determined the device functioned normally during the initial part of surgery. Mid-procedure, the trigger stopped activating the blade when used, see attached email for further information. Based on the investigation that was performed the most likely cause of this failure mode was a mis-assembly. It is likely that the spindle pin was installed, at an angle, through the blade pin hole and partially out of the spindle when the spindle and spindle clip were snapped together. Normal use and trigger activation then resulted in the spindle pin dislodging from the blade. It should be noted the spindle pin cannot fall into a patient during a laparoscopic procedure. A tube plug inside the inner tube is be tween the pin and the jaws making it physically impossible for this part to move down the inner tube into the jaw area. The investigation identified the root cause of the reported event to be manufacturing error. Corrective actions have been implemented to mitigat e this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece sealed properly but after pushing cutting trigger, nothing happened. After looking at the device, there was no knife or the knife did not move to cut but the trigger was working fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece sealed properly but after pushing cutting trigger, nothing happened. After looking at the device, there was no knife or the knife did not move but the trigger was working fine.

Manufacturer narrative:
Additional info: problem and evaluation code: (fdp). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece sealed properly but after pushing cutting trigger, nothing happened. After looking at the device, there was no knife or the knife did not move but the trigger was working fine. There was no patient injury.